Event description:
[Redacted name] has been trying to take action on a recall notice we received on [redacted date]. Smiths medical has still not provided [redacted name] with any product identifiers as of [redacted date]. We did identify impact through purchases via our medline distributor but are waiting for smiths to notify us of our impact through direct purchases. Here is the timeline and failures thus far. Of note, this is a product used as an airway in complex intubations for neonates and children. Some adult products included. [Redacted date] received attachment #1 notice of a recall through onerecall broadcaster. It contained product model numbers but no lot numbers. We are unable to remove product without lot numbers as it would result in pulling all product and depleting our inventory. Reached out to smiths medical for specific lot numbers and [redacted name]-specific impact for model and lots. [Redacted date] [redacted name] clinical team member emailed a notification to the [redacted name] recall team with attachment #2, we are unsure how this came into their possession. When you scroll to the bottom, you can see it was sent by sedgwick to a (B)(6) hospital with their purchase history. Not [redacted name] purchases or impacted product. [Redacted date] medline notification issued to [redacted name] with impacted product model numbers and lot numbers purchased through medline. Our sites performed a sweep and removal of impacted product. Non-impacted product remained on the shelves. [Redacted date] [redacted name] escalated to smiths medical requesting the model and lot numbers for our health system again. Escalated to our representative an to senior contracting at [redacted name] and their smiths contacts. No new information provided by smiths. Smiths rep directed [redacted name] staff to contact sedgwick. While in possession of the information, smiths said they needed it to be released to [redacted name] by sedgwick. [Redacted date] [redacted name] calls and emails sedgwick. Voicemails left, and auto-reply received via email. No information received by sedgwick in response to these. Repeat calls and emails sent by [redacted name]. [Redacted date] [redacted name] staff member reached sedgwick rep who said ¿per FDA, sedgwick cannot send the [redacted name]- specific impacted product information to [redacted name]¿ and offered to mail it to the employee¿s home instead. Of note, electronic notification has been authorized by the FDA since 2006. [Redacted date] sedgwick notification received at employees home (attachment #4) without any product identifiers to sweep and remove. [Redacted name] escalated to smiths medical regional management who still refuses to send any notification with the impacted product numbers to [redacted name]. Smiths states they are escalating this within their quality department and to sedgwick and that smiths will send [redacted name] the information by [redacted date] am. [Redacted name] expressed clinical safety concerns related to this delay. [Redacted name] is awaiting this information. [Redacted date] sedgwick emailed [redacted name] a recall notification with all product information mondels/lots related to a different product (non-smiths medical), also indicating it is authorized for them to email such communication. [Redacted name] replied to this specific contact requesting they do the same for the notification (we attached the letter ¿ attachment #4) for their reference. Sedgwick replied and included the project manager for the smiths medical account. It has now been 23 days since we initially received the notification and have not been able to obtain product information to allow a health system action/sweep/removal. Manufacturer response for bivona tracheostomy tubes, bivona (per site reporter).